Manufacturer narrative:
The electrode pads were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The electrode pads were put through extensive testing without duplicating the report. Review of the device activity logs showed the device was powered on with pads and limb leads connected. The device captured an ECG signal via lead I for several minutes then the signal became lost. Pads on message appeared along with the patient's impedance, but the ECG view stayed in lead I; this was the case for the entire event as lead view never got changed to pads. The log showed that the patient's impedance was displayed consistently through the entire case once the pads were placed on the patient and had the user switched the view to pads, a signal would have been seen. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient, the associated defibrillator was unable to obtain an ECG signal using these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.